Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: analysis found the device failed one incoming functional test for sensitivity. Incoming functional test failure was retested and device still failed. Interconnect flex reseated and incoming functional test failure was retested ten times and all passed (interconnect flex intermittent). Analysis also found the upper case and lower case are broken. (B)(4).